Event description:
Pt is a 62 yr male w/progressive chronic renal failure. Perma-cath was placed in right subclavian w/tip in superior vena cava on 1/10/97. On 8/28/97, routine removal of the permacath was performed because pt no longer undergoing dialysis. During removal, a 6 1/2" length of the catheter tubing fragmented and was retained along the superior vena cava with the tip in the right atrium. This fragment was successfully removed during a subsequent procedure in radiology on 8/28.